Event description:
Resmed airsense10 CPAP machine 90w ac adapter gets extremely hot while using machine. This machine and adapter was a replacement for recalled machine. Heater plate also gets hot even with water in it, but not as hot as the adapter.